Manufacturer narrative:
Batch review performed on 19-apr-2024 lot 188499: (B)(4) items manufactured and released on 28-mar-2019. Expiration date: 2024-03-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 years and 6 months after primary, the patient came in reporting pain due to a loose cup and the cause is unknown. The surgeon revised successfully the cup, head, sleeve and liner.